Event description:
It was reported that the patient presented for a follow-up in clinic. Upon investigation via x-ray imaging, the atrial lead had dislodged. The physician tried to reposition the atrial lead during a lead revision procedure. However, the helix part of the atrial lead exhibited failure to extend. The physician elected to explant and replaced the atrial lead. The patient experienced no consequences.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. A complete lead was returned in one piece with helix found extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil was over torqued with one filar broken / separated inside the connector region consistent with procedural damage. After cleaning and cutting the lead, the helix could be retracted and extended by applying torqued directly to the inner coil. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to the blood/tissue in the helix region and over torqued of the inner coil. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to over torqued inner coil inside the connector region.